Event description:
It was reported that during a laparoscopic myomectomy procedure, the balloon was burst and water leaked even though there was no problem when the device was checked before use. The event occurred in both devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that all three devices had the tip of the balloon pulled off of the shaft. This likely occurred because the balloon was not deflated before it was removed or aggressive use of the device. The batch history's records were reviewed with no anomalies.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.